Event description:
It was reported that a clearlink paclitaxel set¿s filter was leaking. Approximately 3 ml of paclitaxel leaked onto the arm of the chair the patient was sitting in. A chemo spill kit was used to address the spill. The patient got a trace amount of the drug on their right hand. The patient washed their hands with soap and water thoroughly. The set was changed out and therapy was continued with a new set. The leak did not present itself until an hour and 40 minutes after the infusion was started. There was no indication that the patient required any medical intervention related to this event and it was reported that the patient was stable. No additional information is available.

Manufacturer narrative:
(B)(4). The age of the patient is unknown; however, it was noted that the event occurred in the adult oncology clinic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.